Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a surgery for femoral diaphysis fracture, the protection sleeve could not be removed after the surgeon inserted a 5.0mm screw for proximal lateral locking. As a result, the surgeon removed the sleeve by extracting the screw and used another sleeve alternatively to complete the surgery. The removed protection sleeve was malformed at its tip and had caught with the head of the 5.0 lateral screw. There was a 20-minute surgical delay, with no adverse consequence to the patient. This report is for one protection sleeve and one (1) unknown screw. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. Patient information not reported. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review ¿ manufacturing site: (B)(4). Manufacturing date: 07.may.2014. Expiry date: - . No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.